Event description:
The bone crumbled and needed to be removed from the pt. It was being used as a cancellous bone graft. Replaced with a frozen fibula strut from another hosp. Pt was not harmed. The pt was to have fusion and the problem was discovered. The physician has the removed bone graft.